Manufacturer narrative:
Unit passed displacement test, , sleep current measurement, active current measurement. Adjusted the audio options audio volume 1-5 and verified audio tone does not adjust accordingly. Hardware low level failures alarm noted during self test and confirmed in pump history file due to broken trace at u1 keypad assembly. No battery last less than expected noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that battery less than expected. No harm requiring medical intervention was reported. The device will be returned for analysis.